Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported to fresenius that they have been experiencing frequent transmembrane pressure (tmp) alarms due to the new transducer protectors that come with the combiset bloodlines. Additional information was obtained through follow-up with the cm. The cm stated they are experiencing ongoing connection issues with the new transducer protectors. The reported issue is interrupting and delaying treatments. The cm was unsure how many times this has occurred exactly; it's happening frequently. The cm confirmed that it¿s not a staff-related issue. The staff are installing the bloodlines according to the instructions for use (IFU), and the transducers are being attached correctly. The cm said the transducer protectors are too small and don¿t fit properly in the transducer port. This causes frequent transmembrane pressure (tmp) alarms to occur on the machines. To the cm¿s knowledge, there are no other alarms occurring on the machines. The reported issue requires staff to change out the transducer protectors for the old ones which are known to work better, and treatments are then continued with no further issues. There have been instances where patients have clotted at the venous chamber resulting in minimal blood loss (estimated blood loss volume not provided). When this occurs, they have to re-string the machines with new supplies for patients to continue their treatments. It was confirmed that there have been no adverse events. In some instances, patients are opting to end their treatment early due to the inconvenience. The facility¿s biomedical technician has not found any issues with the machines. The machines are functioning as expected. No samples from the reported lot were available to be sent back. The actual samples have all been discarded, and there were no remaining companion samples available to be returned for manufacturer evaluation.